Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided by the customer.

Event description:
The customer reported that they were not receiving audio, but only visual alarm messages. There was no patient incident.